Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for a routine pulse generator replacement procedure. Upon interrogation, the right ventricular lead exhibited high threshold. The lead was capped and replaced.